Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (intermittent power) issue. There was no indication this issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1; date of submission: 12/5/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device has been returned and evaluated by product analysis on 11/09/2016 with the following findings. Review of the black box data revealed multiple unexplained power on reset events recorded (B)(4) 2016. The returned battery cap was undamaged, found to be within specifications and able to fit securely to the pump. The battery cap was fastened and then unscrewed one half turn with no reboots occurring. On investigation, ¿ez-prime¿ steps were performed correctly; no power interruption, errors, alarms or warnings occurred during the investigation. The product performed within the required specifications. Investigation did not duplicate the alleged ¿intermittent power¿ complaint. The pump¿s cover was removed; no intermittent condition was found to the printed circuit board or to the continuous glucose monitoring module. Unrelated to the original complaint, the battery compartment was noted to be cracked. (B)(4).